Event description:
Per the report received from italy a patient with a 7300tfx27 valve implanted in mitral position underwent a valve-in-valve intervention after an implant duration of approximately eight (8) years and eight (8) months due to degeneration leading to severe stenosis and severe insufficiency. The patient presented with dyspnea before the valve-in-valve procedure. A 26mm transcatheter valve was implanted within the edwards surgical valve with a perfect result. The patient was discharged home.

Manufacturer narrative:
Added information to section b5 (describe event); e1 (telephone number): (B)(6); and h6 (health effect - clinical code, investigation findings and investigation conclusions). H11. Additional narrative/data: the device was not returned to edwards for further investigation, as the valve remained implanted due to a valve-in-valve replacement. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valve implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years.

Manufacturer narrative:
H11. Additional manufacturer narrative: the implant date is known only as "2015". Therefore, (B)(6) 2015 is being used to calculate the minimum implant duration. The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from italy a patient with a 7300tfx27 valve implanted in mitral position underwent a valve-in-valve intervention after an implant duration of approximately eight (8) years and eight (8) months due to degeneration leading to severe stenosis and severe insufficiency. A 26mm transcatheter valve was implanted within the edwards surgical valve with a perfect result.